Event description:
Deflation of right saline breast implant, followed by bilateral exchange with a different brand and a larger size. Unknown if initial use.

Event description:
Suspected deflation of saline breast implant.